Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pulse goes down to 37 beats per minute, and that it is below the lower rate setting about 40% of the time. No additional information could be obtained through follow-up attempts with the clinic. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.